Event description:
During procedure the reticulated head of the stapler broke when attemt was made to fire stapler. Tip was retrieved laparoscopically.no identifiable injury or illness related at this time. Potential, however, does exist.